Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 132, 78 and 131 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; the customer had refused as she had just eaten. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2017. The customer stated she is managing her diabetes with metformin twice a day and has not had any recent changes in her daily routine. The meter memory was reviewed /for previous test result history (date/time not set): (B)(6).